Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old male patient, two sets of electrode pads from the same lot# would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Evaluation of th electrode pads revealed that there was excessive hair located on the gel and evdence that suggested the electrode pads were replaced once applied. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.